Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint screw and sheath were received and evaluated. Visual inspection reveals the screw is fully seated inside the sheath and there is tissue and blood debris on both the devices indicating the screw and sheath were implanted. There are no structural anomalies on the screw surface when observed under magnification. The sheath is separated and has striations on the distal tip, but as expected for a sheath that was implanted. Possible root causes for the reported failure are tunnel size may not be appropriate for the screw/ sheath implanted or the bone quality of the patient may be soft but no further procedure details were provided to determine a root cause for the reported failure. A non-conformance search was performed for this part (254826), lot (l434132) combination and no non-conformance's related to the failure were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report number: 1221934-2018-54839.

Event description:
Additional information received on 05-october-2018: the patient was experiencing stiffness following the first procedure in (B)(6).

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep via phone that post to an acl reconstruction procedure done in (B)(6) 2018, the sales rep's peek intrafix advance screw 9x30mm and peek intrafix advance large sheath 30mm migrated inside the patient's joint space and the proximal end of the screw was sticking out of the bone hole. The screw and sheath were removed on (B)(6) 2018. The sales rep stated the surgeon used a probe to remove the sheath and screw, and no other implants were implanted. The sales rep was not present for the case and could not provide any additional information. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement. There were no reports of prolonged hospitalization. The patient's status post-surgery was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.